Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer had gone to take a nap because of a headache. Her family could not wake her up so called an ambulance. Emt ran a blood test on their meter with a reading of greater than 400mg/dl. The contour next link 2.4 read 183mg/dl. The paramedics disconnected the customer's pump and did not treat her because they were unsure which reading to rely on. When the customer arrived at the hospital her blood glucose was 600 on her meter and the hospital meter read over 600mg/dl (hi). The customer was given saline IV and was discharged that same day. Further information was not provided. The customer had not taken a blood glucose test, medication or altered her diet prior to passing out. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer had only one strip left but was advised to return the bottle. A new meter was sent to her.